Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to recreate the reported event. A cause of the reported event could not be determined. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was showing lines. No report of injury.